Event description:
Customer called to report that they were having high bg. Suggested costumer to lake correction injections as per md. Customer stated has had recurring e-01 alarms. Advised to discontinue pump. Pump would be replaced.